Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: please clarify what is meant by "the firing trigger was hooked and could not perform well." This is not clear. The doctor said that the tissue was very thick, and did not perform compression of 20 seconds before the shot, as a result he had to do a lot of strength at the time of shooting, and this trigger was attached to tissue with the staples that were already out, he had to press several times the release button on the back of the instrument until he could open it. Please clarify how the procedure was completed. The patient had no complications; the surgeons followed the procedure manually. The analysis results showed that the cs40g device was received with the pushrod bent and with a cartridge reload present. The cartridge was received void of staples, with the washer uncut, with the drivers exposed and with the knife recess below the cartridge deck. In addition the returned cartridge was noted to have three staples stuck in the washer, it appears possible that excess of pressure was placed on the distal end of the device not allowing the retaining pin to properly assemble becoming misaligned with the anvil causing the staples not to properly form and damaging the knife as the knife hit the anvil and not the washer. Please reference the instructions for use for additional information. The device was tested for functionality with a test cartridge and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the cartridge lockout were functional. The device fired without any difficulties. The batch history record was reviewed and no defects, ncr's or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a previous resection ultra low procedure, as reported by the doctor, at the time of performing stapling the firing trigger was hooked and could not perform well. The surgeon performed the surgery and the electro. There were no adverse consequences for the patient.